Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occured. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. The receiver charge and boot passed. The receiver log download passed. The log was downloaded and reviewed and a loss of connection was not found within the investigation window. The receiver functional test was performed and passed. A pairing test was performed and passed. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.